Event description:
The customer mother reported that the patient had a failed battery test on the insulin pump. The patient's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer mother does not have the pump in hand but will completer the steps and call helpline if insulin pump fails the battery. The customer advised that we will ship replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.